Event description:
During a laparoscopic assisted vaginal hysterectomy with bilateral salpingooophorectomy, laparascopic birch, moscawaitz, and anterior and posterior repair, during the procedures the seal with the 45 degress flapper valve separated from the trocar housing and fell into the pelvic cavity. It was undetermined at what point in the procedure the seal separated. Prior to closing and during his final inspection the surgeon noticed and recovered the seal with a grasper. No additional products were opened to complete the case. Only the sleeve is being returned. There was no consequence to the patient.